Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and was unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. It was unable to complete functional test due to prime anomaly. All operating currents are within specification. No unexpected failed battery test alarm or battery out limit alarms noted. No unexpected bolus stopped alarm noted. Device had cracked battery tube threads and scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed motor error. Blood glucose value was 457 mg/dl; treated with the insulin pump. The drive support cap is recessed. The device was not exposed to a magnetic field. Caller initially stated that the infusion set was being changed and the insulin pump would not properly rewind or prime but during troubleshooting, the customer was able to complete the rewind sequence and the insulin pump passed the displacement and self tests. It was stated that the battery was taken out and then left out overnight and when trying to put the battery back in, they could not get the device to function. They also mentioned there were some alarms; the alarms were bolus stopped and battery out limit. It was also reported the device had cracks at the battery compartment rim. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.